Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3 - the aware date in initial medwatch should be mar 25, 2024. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the air/water nozzle where the foreign material was detected. The cause of the material that remained in the device was due to incorrect reprocessing steps. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it is confirmed that there are deviations from instructions for use (IFU), as the customer did not provide the responses regarding whether the endoscope was immersed in the detergent solution, and they did not flush the air/water nozzle with detergent solution. The instruction for use states the detection method associated with the event in "gif-1200n operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter that came out of the nozzle. There were no reports of patient involvement.